Event description:
The hcp reported that when he tried to access the catheter side port to refill in 2008, he could not feel the silicone rubber septum; all he felt was metal through the needle tip. The hcp thought the pump may have flipped. He had tried to access the port under fluoroscopy and had used the template. No pt symptoms were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.